Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-61205 pertains to the first cre wireguided balloon, and manufacturer report # 3005099803-2018-61206 pertains to the second cre wireguided balloon. It was reported to boston scientific corporation that two cre wireguided dilation balloon were used in the ampulla during a dilation assisted stone extraction (dase) procedure performed on september 10, 2018. According to the complainant, during the procedure, the balloon was inflated to the recommended pressure; however, the balloon burst. The same issue occurred with the second cre wireguided dilation balloon used. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6: problem code 1074 captures the reportable event of balloon burst. H10: investigation results only the guidewire was returned for analysis. A visual examination of the guidewire found some kinks. The balloon and the catheter were not returned with the device. As only the guidewire was returned, it was not possible to confirm what the customer alleged. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 08:45 am CT.the report number is being corrected from: 3005099803-2018-62085 to: 3005099803-2018-61205.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # pertains to the first cre wireguided balloon, and manufacturer report # 3005099803-2018-61206 pertains to the second cre wireguided balloon. It was reported to boston scientific corporation that two cre wireguided dilation balloon were used in the ampulla during a dilation assisted stone extraction (dase) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was inflated to the recommended pressure; however, the balloon burst. The same issue occurred with the second cre wireguided dilation balloon used. The procedure was completed with a different device. There were no patient complications reported as a result of this event.